Manufacturer narrative:
Exact date unknown, appointment date with the physician was used as the approximated date of event.

Event description:
It was reported that the patient was experiencing rib stimulation. X-ray was taken and lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded.